Event description:
It was reported to target that during an atrio-ventricular malformation embolization pre-operation a spinnaker 1.8 was used with a mizzen soft guidewire and could not get around a bend in an artery. The physician then switched to the spinnaker elite 1.5f catheter, with the mizzen soft guidewire and was able to pass the bend. Then everything "seized up" and he could not remove the wire, nor could he advance or pull back on the catheter. The physician tried for several hours then placed the spinnaker elite under "traction" over night. Next morning, he still could not remove the catheter. The pt went into surgery to resect the atrio-ventricular malformation, and at that time, the physician removed the catheter. The physician's comments were that the pt would have had the resection surgery anyway, but the goal was to pre-op embolized with the spinnaker and pva. The pt's condition was reported to be good after the procedure.